Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized over memorial day weekend due to a blood glucose exceeding 600 mg/dl. The customer vomited at a result. The customer could not bring her blood glucose down. At the hospital she was treated with insulin drip and IV drip. Her current blood glucose is in the 100 mg/dl range. The insulin pump's drive support cap was inspected and it appeared normal. No products were returned or replaced.